Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the patient experienced bradycardia, below the lower rate limit of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.